Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. No button error alarm noted during testing. Device had intermittent act button response due to corroded keypad traces. Device had cracked lcd window, cracked battery tube threads. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the insulin pump buttons were difficult to press. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be returned for analysis.